Manufacturer narrative:
The investigation determined the higher than expected vitros glu results were obtained for multiple quality control fluids and patient samples run on a vitros 5600 integrated system. The assignable cause of the event is unknown, however, the most likely assignable cause is a non-reactive cartridge caused by having the integrity of the foil wrapper compromised and exposing the slides to ambient conditions, although this could not be confirmed. For the vitros glu assay, a non-reactive cartridge causes higher than expected results. Acceptable glu results were obtained when the same samples were tested with an alternate vitros glu slide lot 0030-0918-2862 cartridge, and quality control results processed on alternate vitros glu slide lot 0030-0918-2862 cartridges prior to, and after the event were acceptable. This would indicate the event was isolated to the affected vitros glu slide lot 0030-0918-2862 cartridge in use at the time of the event.

Event description:
The customer obtained higher than expected vitros glu results for multiple quality control fluids and patient samples run on a vitros 5600 integrated system. (B)(6). Biased results of the direction and magnitude observed may lead to inappropriate physician action. The affected results were reported outside the laboratory; however, a corrected report was issued once repeat testing was complete. There was no allegation of patient harm as a result of this event. This report is number 3 of 33 MDR¿s for this event. Thirty-three (33) 3500a forms are being submitted for this event as 33 devices were involved. (B)(4).